Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9105562. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-24. Medical device lot #: 9105570. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-31. Investigation summary: 1 photo was returned for investigation. No sample was returned. Investigation conclusion: 1 photo was returned for investigation. The photo shows blood leakage on the patient's arm after product application. Able to confirm the customer experience. Root cause description: blood leakage was observed on the patient's arm after product application. The photo suggests that there could be possibility of defect such as cracks or scratches which result in product leakage. Blood was observed around the insertion site. There could be a crack on the cannula hub inner wall which cause the leakage, or there could be an indented scratch line on the outer diameter of the catheter tubing which resulted in leakage gradually during use. However, the line observed could also be due to the way the infusion patches was pasted and when the blood leak, it coincidently mistaken to appear like crack or scratch. The actual sample would be required for investigation to confirm the actual root cause as it is not possible to perform further investigation based on the photo return. A review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Rationale: no sample was returned for investigation. The complaint trend would be monitored.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced leakage during use. The following information was provided by the initial reporter: on the monitoring we prick at least 20 infusion needles (blue bd venflon) daily. The last 2-3 weeks we have noticed that when we tape the needle with our infusion patches (so we don't connect an infusion system) the inhaled blood leaks under the infusion patches. It doesn't come from injection port cap but seems to come more from the insertion opening. Usually this is immediately after the puncture, sometimes after half an hour.